Event description:
Procedure type: hernia. According to the reporter: balloon ruptures. Per reporter, no additional information is available. No patient injury was reported.

Manufacturer narrative:
(B) (4).